Event description:
It was reported that during a prostate procedure, a decrease in fiber vaporization efficiency @ 214,978 joules of use and 38:40 minutes was observed. The procedure was completed with a second fiber. There was ¿no patient injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the bevel section appears in good condition; the glass cap exhibits severe devitrification and cratering; the glass cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).